Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dramatic increase in threshold was noted on the right ventricular lead since implant. All other measurements were normal. The lead was repositioned on (B)(6) 2019. The patient was stable.